Event description:
The lay user/ patient contacted lfs on (B) (6) 2010, alleging a hi on her one touch ultralink meter on the morning of (B) (6) 2010. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical info. The pt mentioned that on an unspecified time on (B) (6) 2010, she tested her blood glucose and obtained a hi. At this time, there is no info whether she had exhibited any symptoms suggestive of high blood glucose. She then took extra insulin based on the meter reading. At an unspecified time later, she worked out in the fields and 30-45 minutes later, the pt experienced muscle spasms in the shoulders, which is common for her to have, so she didn't think anything of it. At an unspecified time later, she felt as if her legs were going out and she went down on her knees. Her neighbor assisted her and tested the pt and obtained a 51 mg/dl. Pt self-treated with food/drink. She did not seek any further medical attention or contact her physician for assistance. Meter was replaced. No further clinical info was provided. It would have been helpful to know how much insulin the pt had taken and how long her symptoms lasted. The complaint is being reported since the pt alleged that due to the high reading, she took extra insulin and later developed symptoms and had to self-treat with food for a blood glucose of 51 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.